Manufacturer narrative:
Device return: two (2) used tego connectors were returned visual ( pre and post decontamination) analysis of the as-received tego connectors recorded evidence of residual internal leakage between the tego seal sheath and body on one of the tego connectors. There were no visual anomalies with the second tego connector. Engineering testing and analysis was performed. The returned tego connectors were pressure / air leak tested. The results recorded one of the two tegos leaked. Leakage was not replicated with the second tego connector. Additional engineering analysis: the one tego connector that failed was disassembled and the internal componentry was evaluated. The report documents the tego connectors components exhibited a molding defect / cut at the main seal interface to the body post. This condition could result in internal leakage. Findings: testing and analysis of the two returned tego connectors recorded mixed findings. The reported leakage issue was replicated and confirmed with one of the two tego connectors. Additional engineering efforts did identify component/molding anomaly that appears to have caused or contributed to the reported leakage issue. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented. Additionally ICU medical has initiated and is recalling those lots that could potentially contain this condition.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of d1000 tego connectors. The initial information received reports there have been multiple incidents ((B)(6)) where attending clinicians found "..tegos leaking - most of these were new tegos (first use) just changed and some were 2nd dialysis tx. Some could have been poor technique but there were a few that were leaking from the side of the tego. ... Re-instructed staff on proper use of tegos. All leaking tegos were replaced and worked fine.". There were no reported patient injuries and or adverse consequences. This is the mfrs. Follow up report to provide additional information and the device return investigation findings.

Manufacturer narrative:
Pending return.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of d1000 tego connectors. The initial information received reports there have been multiple incidents ((B)(6)) where attending clinicians found ". Tegos leaking, most of these were new tegos (first use) just changed and some were 2nd dialysis tx. Some could have been poor technique but there were a few that were leaking from the side of the tego. Re-instructed staff on proper use of tegos. All leaking tegos were replaced and worked fine." There were no reported patient injuries and or adverse consequences.